Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had blank display. The customer's blood glucose was over unknown. The customer reported that battery keeps dying the insulin pump will not pick up his sensor and blood glucose meter and he was getting a replace battery now and died. The customer reported that the troubleshooting was performed and display was blank. The product will not be returned for analysis.